Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. The posterior foot is fractured. The dents on the superior handle surface and the tarnish of the instrument¿s body indicate that the instrument has been used multiple times. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During the kit inspection at zimmer biomet warehouse, the employee noticed that the instrument is broken and the fractured piece is missing.

Event description:
During the kit inspection at zimmer biomet warehouse, the employee noticed that the instrument is broken and the fractured piece is missing.

Manufacturer narrative:
(B)(4). This report is being submitted to relay any additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During the kit inspection at zimmer biomet warehouse, the employee noticed that the instrument is broken and the fractured piece is missing. Hospital has been contacted to clarify whether the piece remains in the patient.